Event description:
In 05, the lay patient contacted lifescan in response to reading the lifescan unit of measurement notification letter. He alleged that his one touch ultra meter had been set to the incorrect unit of measurement in the past. Two days later, the medical affairs specialist (mas) spoke with the patient to obtain/verify the following information: in august 2003, the patient claimed he obtained meter results in mmol/l, which he interpreted to be in mg/dl and lower than they actually were. He was unable to recall specific reading obtained on the meter. He tested 3 to 4 times per day and took insulin based on the meter readings. He did not recall the specific date in 08/2003 when he was nauseated and vomiting and about to "black out". An ambulance was called, he was transported to the hospital where a blood glucose result of 745 mg/dl was obtained on the hospital device; a blood potassium level of 7.5 to 9.0 was also obtained. He was admitted to the ICU and treatment for hyperglycemia. He showed his doctor his meter and the doctor discovered that the meter was set to mmol/l instead mg/dl. The pt reset the meter units of measurement. Since that time, the patient claimed that the meter has spontaneously changed unit of measurement several times especially when exposed to increased heat, such as, when the meter was in the patient's briefcase in a hot car. The customer service agent (csa) confirmed that the meter was set correctly to mg/dl at the time of the call. The meter, test strips, and control solution were replaced. The complaint is classified as an adverse event as the patient experienced hyperglycemia, and hospitalization with treatment after taking insulin based on misinterpreted meter blood glucose results.